Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues with the external communicator device. The communicator was not working and required multiple resets (seven times). The communicator failed to connect, and the patient received a message stating that the mystim rc application was not responding, with the application screen becoming frozen. The communicator battery indicator initially showed green and then flashed white. A "communicator not found" message was displayed, and the device disconnected after working for a few hours post-reset. The patient confirmed no visible damage to the communicator and stated that it was charged the previous night. The communicator was powered on and showed a green battery light. Troubleshooting steps included closing all running applications, toggling airplane mode, confirming bluetooth was on, relaunching the mystim application, resetting and turning on the communicator, and pressing 'retry' from the 'communicator not found' screen. The communicator would display 'connecting' and work for a few hours after a reset before disconnecting again. The patient was advised to monitor the situation and contact support if the issue persisted, and planned to see their healthcare provider the following day. Additional information was received from a manufacturer representative (rep) and the patient. Patient called and stated that the handset was not responding to touch earlier and they did a hard reboot to resolve that issue. Patient said they were calling back because when she selects "connect" in the mystimrc app it buffers and then shows the message "ensure communicator is powered on". Troubleshooting included: forced stopped communication manager, turned airplane mode on/off twice, turned location off/on, closed all open apps, hard rebooted the handset. Patient disconnected the call before we could confirm if the issue was resolved or not. The patient also called patient services and reported getting the not found communicator message again. Agent reviewed communicator and handset best practices. Pt will monitor the issue and call back in if needed. Upon further reviewed agent called back the patient to confirm if they spoke with healthcare it and patient said they didn't. They also mentioned that they did a hard reset on their handset and now the handset stopped responding at all. Agent cancelled repair process and redirected the patient to healthcare it. Agent called back the patient to confirmed the result with the healthcare it. Agent left a voicemail advising the patient to call back if needed further assistance. Pt called back stating her connection with healthcare it got cut off due to her reception. Pt request to speak to them again, agent connected pt to them again. Patient called back stating they are continuing to have telemetry issues with the recharging and therapy apps. Patient stated they get stuck on the connecting screens. Patient stated when they called in previously they were told it likely was a handset issue because they were having issues with both apps. Agent sent a request to repair to replace the handset. Pt called in and confirmed that they received the handset with a communicator and need to pair them. Agent instructed the pt to turn off the old handset and communicator, pt confirmed old device turned off. Pt confirmed new communicator was on with orange light but turned green; pt tapped mystim and tapped connect. Pt scanned the qr code then had the set up link but when pt placed the communicator over the implant no device found. Pt mentioned that they had the ins charge "the day before yesterday". Agent mentioned that it's possible that the ins battery had been depleted that they had no device found, pt then mentioned probably the battery was low but not depleted. Pt mentioned that the ins battery was placed over their back and not to their spine. Agent then had the pt move the communicator over the ins battery then pt confirmed connection and access to their mystim. Pt mentioned the neurostimulator battery is low. Recharge the neurostimulator soon on the handset. Agent confirmed with the pt that their handset and communicator were paired already and instructed pt to do close all on the handset, to turn on the wireless recharger (wr) and access recharger app. Pt scanned code and mentioned wr was connecting that they sometimes had problems in detecting the wr. Pt also stated "the battery pack kind a of came out the pouch area and it's pressing out of my skin, like it's not above through in a way and they had to do surgery again to put it back in place" and that sometimes they're having a hard time getting the wr detect their ins. During the call, the wr was still beeping like the device was still searching but the handset showed good connection with 10% and pt also confirmed that the therapy was on. Pt added that they sometimes get excellent and they were aware that charging takes longer time if they have good connection. Pt then mentioned the beeping sound stopped. Agent advised the pt to monitor the charging. Pt added they're only holding the wr and that they needed to stop to put the wr in the belt. Agent reviewed the successful pairing and charging of the ins. Pt asked about the prepaid shipping label. Agent had pt checked the package and pt confirmed yes they have the prepaid shipping label. Steps taken during the call resolved the pt's concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.